Event description:
A customer reported to baxter corporate product surveillance an unknown amount of clearlink y-type catheter extension sets in which, when attempting to pull the packaging apart from one another, the packages were torn open. Therefore, the sterility of the product was compromised. According to the report, the perforation between the packages was not as defined as normal. The alleged defect occurred before use. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.